Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na

Event description:
It was reported that during preparation of the 2.5x12mm trek rx balloon dilatation catheter (bdc), the device was getting air bubbles and suspected to have a hole in the balloon. Another trek rx balloon was used to complete the procedure. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D9, h3 - device returning status updated from yes to no.